Manufacturer narrative:
Additional information - lot #4177444pp020. Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
During the ¿(B)(6),¿ meeting, a physician presented, ¿experiences with the gore acuseal graft for prosthetic vascular access.¿ the physician reported a patient was implanted with an gore® acuseal vascular graft on (B)(6) 2014. The graft was placed in the femoral (leg) position as an av graft. On (B)(6) 2014, the graft thrombosed and a reintervention procedure was performed.

Manufacturer narrative:
Additional information: catalog #ech060040a, expiration date- 7/18/2016. Device manufacture date -8/20/2013.

Manufacturer narrative:
(B)(4)